Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed an internal battery short. Hybrid analysis confirmed the low battery voltage. When powered by an external supply, the system current drain was nominal; the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed that a lithium-plating breach was found along the top edge of the anode separator in segment 2, adjacent to exposed the cathode tab. Plated-lithium extended from the breached opening and the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.